Event description:
The complainant reported an under-delivery. The intended delivery was 1500 ml at a rate of 150 ml/hour for 10 hours; however, the actual delivery volume was 700 ml.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The patient's wife contacted abbott to withdraw the complaint against the pump stating it was use error related to the loading and priming of the feeding set. The pump is working fine, and she does not wish to return it for evaluation.